Event description:
An infusor overinfused its contents over 18 or 20 hours instead of an anticipated 24 hours. The infusor was filled to a total volume of 48ml and contained morphine and normal saline. No clinical implications reported.